Manufacturer narrative:
The piezo was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department for a report of error 322. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. No additional information was provided.